Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 97740, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 97754, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient had intermittent stimulation in the right arm but it was good in the left arm. It was noted that impedances were normal right after implant procedure. There was some concern about right lead integrity and whether there might be some fluid in the system causing high impedances. During the programming session, the patient did not have any open circuit on impedances on the right side but did have some elevated impedance readings in the 1800, 2500, and 3000 range with other normal range impedances. The patient was able to get some stimulation in the right arm but it was intermittent in nature. No lead imaging had been done to check for migration. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting poster operatively the patient had ins sensation bilaterally until about one week at when the patient noticed some decreased on the right. Interrogation of the system revealed the increased impedances on the right were not grossly abnormal. No further complications were reported or anticipated. Past medical history included: diabetes type ii, diabetic polyneuropathy/painful peripheral neuropathy, depression/major depressive disorder, hypertension, osteoporosis, chronic pain associated with significant psychosocial dysfunction, osteoporosis, urinary incontinence, osteoarthritis, chronic upper back pain, chronic neck pain, hyperlipidemia, abnormality gait, somatic symptom disorder with predominant pain, a worrier, chronic neck/arm/back/limb pain.